Event description:
It was reported that the atrial lead dislodged. It was also reported that when trying to connect the atrial lead to the device header, the screwdriver could not be engaged and the "ratchet noise" could not be heard. The device and lead were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.